Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient smelled an electrical fire smell while at home and noticed that it was coming from the universal battery charger. Upon inspection, the patient noticed that the battery charger was smoking. The patient unplugged the battery charger from the wall and inspected the batteries. The patient reported that the battery was leaking blue fluid. The patient removed the battery from use and then attempted to plug the battery charger into another outlet and the battery charger continued to smoke.

Manufacturer narrative:
Approximate age of device: 5 mo. The battery charger was returned to the manufacturer for evaluation. The reported event of the unit smoking and damaged due to fluid ingress was confirmed. Upon evaluation of the unit, dried fluid was found on the contact block of slot # 1 of the battery charger and two circuit boards within the battery charger. The fluid residue was not from the battery. No further information is available. The manufacturer is closing its file on this event.